Manufacturer narrative:
H.6. Investigation summary: 251267 #3178139 we could confirm this issue as a report from photo. This issue was print defect. No issue in retention sample. No issue in DHR at all (including jet printer). Root cause was undetermined. No complaint history. H3 other text : see h.10

Event description:
It was reported that prior to using bd bbl chocolate ii agar, 100 plates, there was no label on plates, total quantity is one box. No patient impact reported. The following information was provided by the initial reporter: "typographical error, total quantity 1 box."

Manufacturer narrative:
The manufacturing location for this product is fukushima. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. G5. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us, but it is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ chocolate ii agar (gc ii agar with hemoglobin and isovitalex¿), catalog number 221267 with 510k # preamendment. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd bbl chocolate ii agar, 100 plates, there was no label on plates, total quantity is one box. No patient impact reported. The following information was provided by the initial reporter: "typographical error, total quantity 1 box."